Event description:
It was reported to philips that the system would not bootup. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system did not boot up. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and found that the system wouldn't boot up, advising them to check the m-cabinet and gpdu power, and scheduled an onsite visit. The philips field service engineer (fse) checked the system onsite and found that the system from full off would attempt to turn on but would eventually get stuck in selftest. Fse attempted to gain access to gpdu via software tool and updated the firmware. The fse checked the system logfiles and found mustiple errors related to power voltage from the m-cabinet and also found b-cabinet having no power to the 3ny pdu, and subsequently the cabinet. To resolve the issue, the fse replaced the pd assembly in another work order. The defective part was sent for analysis, for pdu and dcps no malfunction was observed. After replacement the device returned to good working order. He codes were updated based on the investigation outcome.